Event description:
It was reported that a potential inappropriate shock was delivered one month post implant due to a fast rhythm as well as double counting. The patient was hospitalized for further analysis and a review of multiple ventricular tachycardia (vt) runs. A review of the episode by technical services (ts) noted that the first event seen in the episode electrocardiogram (egm) showed a normal conduction pattern. Shortly before start of the episode egm the patient seemed to have a rate around 60-70 beats per minute (bpm). The rate suddenly jumped to a frequency around 100bpm accompanied by a change in signal morphology. During the arrhythmia the rate was steadily accelerating. Due to the rate acceleration, at a certain point the detection algorithm no longer used the slow rate detection profile, but started using the mid rate detection profile. The use of the mid rate detection profile however in this case caused signal double detection due to the wide morphology of the signals. As a result of double detection and rate misinterpretation, the rate was detected within shock zone. Ts noted that before shock delivery, the heart rate was around 170 bpm, thus shock delivery was inappropriate in regards to the heart rate. Ts noted that the medical appropriateness of the shock could not be identified. Further, the delivered 80j shock did not end the arrhythmia. From the episode rate plot however ts noted that the rate dropped down 15 seconds after shock delivery, and the rate kept decreasing from around 100 bpm (36 seconds after shock delivery) to a rate around 60 bpm (1.5 minutes after shock delivery). At this time the device remains implanted. No adverse patient effects were reported. Additional clarification noted that the shock delivered was not inappropriate, but in fact appropriate for this case and patient.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a potential inappropriate shock was delivered one month post implant due to a fast rhythm as well as double counting. The patient was hospitalized for further analysis and a review of multiple ventricular tachycardia (vt) runs. A review of the episode by technical services (ts) noted that the first event seen in the episode electrocardiogram (egm) showed a normal conduction pattern. Shortly before start of the episode egm the patient seemed to have a rate around 60-70 beats per minute (bpm). The rate suddenly jumped to a frequency around 100bpm accompanied by a change in signal morphology. During the arrhythmia the rate was steadily accelerating. Due to the rate acceleration, at a certain point the detection algorithm no longer used the slow rate detection profile, but started using the mid rate detection profile. The use of the mid rate detection profile however in this case caused signal double detection due to the wide morphology of the signals. As a result of double detection and rate misinterpretation, the rate was detected within shock zone. Ts noted that before shock delivery, the heart rate was around 170 bpm, thus shock delivery was inappropriate in regards to the heart rate. Ts noted that the medical appropriateness of the shock could not be identified. Further, the delivered 80j shock did not end the arrhythmia. From the episode rate plot however ts noted that the rate dropped down 15 seconds after shock delivery, and the rate kept decreasing from around 100 bpm (36 seconds after shock delivery) to a rate around 60 bpm (1.5 minutes after shock delivery). At this time the device remains implanted. No adverse patient effects were reported.